Event description:
The customer reported she was hospitalized on (B)(6) 2015 with a high blood glucose level of 575 mg/dl. She was hospitalized because the infusion set was occluded. The customer was vomiting. She was not wearing her insulin pump at the time of the 911 call. She stopped using her insulin pump four to five hours prior to the 911 call. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.